Event description:
(B)(4). It has been a year since I had the essure done I have never had hip pain or my legs hurting never felt light head I would get headachs once in a blue moon now I get them all day long I get stabbing pain where I got the essure at my back hurts all the time it hurts to walk I have not had sex for 2 years and I look pregnant I pray that I can get these out im only (B)(6) never in my life would I think I would have to live in pain all the time I cant do nothing with my kids I feel like im letting them down.